Event description:
Customer reported that they had discrepant results for aptima sars-cov-2 assay run, (B)(4) where 9 samples were positive out of 92 samples on the panther instrument sn: (B)(4).

Manufacturer narrative:
Customer performed environmental swabs on the instrument, which was negative, and performed monthly maintenance. Technical support (ts) reviewed the logs and confirmed the wl had valid controls. Ts concluded this was likely due to contamination or mishandling of the samples. Ts advised to discard any kits that were made prior to the decontamination. Customer ran blanks and positives resulted from them. Hologic personnel went onsite to help cleaning and run blanks. Further logs were uploaded and ts confirmed the run looked clean. Ts reviewed the logs and determined there may still be a handling issue. Ts advise to perform another round of cleaning. (Field application specialist) fas went onsite and performed environmental cleaning.